Manufacturer narrative:
Patient information was not made available from the site. (B)(4) 2016 a medtronic representative performed a navigation system check-out, software test passed. Hardware test failed . Emitter is not communicating and showing red status. Axiem emitter failure. Return requested. Replacement field generator em mobile shipped to site 02/16/2016. Medtronic investigation of returned suspect emitter finds that, when received, there was a cracked coil housing. Functional testing found a fault on coil 2. There is an open wire on coil 2. Electrical failure. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. (B)(4) 2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Issue resolved.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), the site's navigation system axiem box experienced red status. The behavior was intermittent. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.